Manufacturer narrative:
The specific onset date of the adverse events was not reported, however the angioplasty intervention occurred (B)(6) 2015. The reported serial number cannot be validated by medtronic, therefore the device expiration date and manufacturing date cannot be determined. Attempts to obtain additional information have been unsuccessful. The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information via a company representative that approximately 3 years post implant of this bioprosthetic valve in the pulmonary position, high gradient measurements were noted over the course of 6-8 months. No treatment was reported. Three years and 5 months post-implant, a cardiac magnetic resonance imaging (MRI) scan indicated severe pulmonary prosthetic valve stenosis, with a mean diameter of 5 x 2 mm. Distortion of the right ventricular outflow tract (rvot) and dilation of the pulmonary artery were also noted. No treatment was reported. Medtronic received information via a family member that 3 years and 7 months post-implant of this bioprosthetic valve in the pulmonary position, the valve "stopped working" and was compressed, requiring angioplasty to resolve the issue. The device remains implanted.

Manufacturer narrative:
Correction: patient and device codes listed in the initial report were truncated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.